Event description:
The patient received the scs system on (B)(6) 2010. It has been reported the patient had been in an automobile accident in (B)(6) 2011. The patient reported she had since lost stimulation and subsequently had been unable to initiate a communication between the system's ipg using both the patient programmer and the charger. X-rays revealed the ipg had been flipped over and the system lead had twisted/coiled. A surgical intervention was undertaken to replace the system ipg. The lead was known to be in good condition and stayed implanted. No further patient complications were reported. The patient reported effective coverage post-operative.

Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.